Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) confirmed the reported blue sticker on the steerable guide catheter (sgc) shaft. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to the reported event. A review of the complaint history identified no other similar incidents from this lot for foreign material on the device. Av conducted a thorough root cause analysis and determined the issue may be related to manufacturing, specifically the design of the packaging tray which allows the accessory pack and the sgc device to be in close proximity. The issue is being addressed per internal operating procedure. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The steerable guide catheter is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the sticker found on the shaft of the steerable guiding catheter (sgc). It was reported that after unpackaging of the sgc, fluid began to be inserted into the sgc and it was observed that the blue sticker of the silicone pad/screw package was stuck to the shaft of the sgc. After the sticker was taken off, a part of the sticker remained on the sgc shaft. The device was not used in the anatomy and was replaced. On the guide. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.